Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of visual disturbances, neurological deficit, and occlusions are listed in the xact product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of stroke is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that this retinal artery occlusion was adjudicated as a minor, ischemic, ipsilateral stroke. No additional information was received.

Event description:
It was reported that on (B)(6) 2010, the patient underwent implantation of the xact stent in the left internal carotid artery. On (B)(6) 2010, the patient experienced a visual disturbance similar to transparent gray floaters in the left eye. On (B)(6) 2010, the patient was found to have a small branch retinal artery occlusion (brao). On (B)(6) 2010, the patient reported an improvement in the gray floaters with the size of the floaters being smaller. The optometrist suspected that the brao was secondary to the patient's carotid artery stenting procedure on (B)(6) 2010. There was no reported intervention for the visual disturbance. There was no additional information provided.